Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Review of the s2d data showed that the device had 7 ½ hours of tel c time and 506.78 seconds of charge time. There were no care link files available for this device. The device longevity was recalculated taking account for the 7.5 hours of tel. C time and that for every hour of tel. C time it reduces device longevity by approximately 1 week, and the device met longevity at 83.9%. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had premature battery depletion as the ICD has reached eol (end of life) three years post implant. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.